Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during stock inspection, due to alert report/bayern - one needle was found where the protective cap was detached in the closed packaging. Needles are stored in original packaging (set or kit) in a big bag and dust-protected in the refill cabinet. No patient or user was injured.